Manufacturer narrative:
The quality assurance (qa) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Knee inflammation [arthritis]. Knee swelling [joint swelling]. Knee pain [arthralgia]. Increase in blood pressure [blood pressure increased]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) female patient, initials (B)(6). It was reported that the patient was deaf. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (route of administration and dosage regimen not provided) into one knee (unspecified). The lot number of synvisc was not provided. On unspecified dates, the patient experienced swelling, pain and inflammation in the injected knee. Also, there was an "increase in her blood pressure" to 180/89 (units not provided). On an unspecified date (three weeks after synvisc was given), the patient received treatment with steroid (unspecified) injection in the same knee. The action taken with synvisc treatment was not provided. The outcome for the events of knee inflammation, knee swelling, knee pain and "increase in blood pressure" was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided.